Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: the device divided the small bowel and did not staple either side. They used a suture to close one side of the bowel and fired another stapler on the other side. The reporter stated that there was no major blood loss and that the incident did not extend the procedure more than 10 minutes. A small piece of tissue had to be resected that was not initially planned.